Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 12 atms on the third inflation. (The number of atms reached on the initial two inflations was also 12 atms.) The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6f medikit introducer sheath for vascular access and terumo runthrough 0.014" guidewire and a 6f mach1 guide catheter to cross the lesion. The maverick2 monorail 15/2.5 mm balloon was removed and replaced with another maverick2 monorail 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.